Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a testing counselor put hand in box of accu-chek safe-t- pro lancing devices to obtain one for use and was pricked by a lancet. No treatment was required. The box of lancet devices was found to have some of the devices in pieces. No adverse event was reported. A request was made for the devices and any devices remaining in the original boxes.